Manufacturer narrative:
There was no heat test performed. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the handpiece was getting hot during use. There was no known patient impact.